Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient stated in their voicemail that the stimulation from their device feels like it is biting in their buttock area and felt like it was burning. Patient described it as painful. Patient stated they tried to turn the device on and off a few times and decreased stimulation. Patient stated they spoke with the on-call doctor but the doctor did not know how to help them. The patient stated that the feeling was much better today, but  still felt a very small biting sensation 4 or 5 times today. No further complications were reported at this time.